Event description:
It was reported that this right atrial (ra) lead had fractured resulting in failure to sensing, high out of range impedance and failure to capture. Lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had fractured resulting in failure to sensing, high out of range impedance and failure to capture. Lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 55 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.